Event description:
During a clinic evaluation on 2/15/94 the patient's r-wave was measured at 0.5mv. Previous r-wave measurements had been greater than 10mv. The pt was taken to the o.r. On 2/16/94, and it was found that there was no slack on the lead. The leaaad was repositioned, but could not be removed.